Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single-port monopolar curved scissors instrument to perform failure analysis. Visual inspection of the instrument found the grip knob on the back end was dislodged. The knob was not returned with the instrument. Additionally, the instrument was found to have a dislodged bearing. The bearing typically sits under the base of the grip knob and can become dislodged when the grip knob is dislodged. The bearing was not returned with the instrument. The instrument was found to have a broken tube overmolded adapter. Material was missing and not returned by the customer. Missing material was approximately 0.06¿x 0.05¿.

Event description:
It was reported that during central processing, the single-port monopolar curved scissors instrument knob was broken. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the break that caused the fragment happened outside of a surgical procedure. There were no reports of fragments falling in the patient during the procedure that the instrument was used in. The patient has not returned to the hospital for any post-surgical complications.